Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and body overheating. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer reported feeling dizzy and that her body was overheating. Medical attention was not needed at the time of the call. Customer was unable to recall if the battery had ever been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter did not power on using the power button or when a test strip was inserted.